Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to the right ventricular (rv) lead experiencing t-wave oversensing (twos) initiated by premature ventricular contractions (pvc). The rv lead was reprogrammed. The lead remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.